Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was changed 3 weeks prior to the date of this report and patient received seven tablets of lioresal 10 mg for 2 days. The pump was programmed at the same dose as the previous pump. On (B)(6) 2012, the patient was hospitalized due to major hypotonia including impossible to walk and loss of the sphincters (urinary incontinence). The dose of the drug was reduced by half. The patient was discharged on (B)(6) 2012. The outcome of the event, loss of control of the sphincters, was noted as complete recovery. The conditions, hypotonia and impossibility of walking, remain unchanged. The physician suspected that the patient was overdosed from the intake of lioresal tablets. The pump was used to deliver baclofen (lioresal).